Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text and customer provided data, abbott field service review, a search for similar complaints, and a review of labeling. An abbott field service engineer (fse)cleaned the barcode reader and it tested acceptable. A replacement barcode was sent to the customer. The returned barcode reader was tested and the issue was not reproducible. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the cell-dyn sapphire analyzer, list number 08h00, was identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed a sample ID mismatch while using the cell-dyn sapphire analyzer. The customer indicated that the technician noticed the error and did not release the results associated with the incorrect ID. The specimen was rerun and the sample ID was correct. On the first run the sample ID was 76625 and the ID on the second run was 76265, which was the correct ID. No impact to patient management was reported.